Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 354 mg/dl. The customer stated that she was unconscious at the time of the event. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime test. A tubing clamp was not available at the time of the phone call to perform a high pressure test. A tubing clamp was sent to the customer, and the customer was advised to call back to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.